Manufacturer narrative:
Block h6: device code a040609 captures the reportable event of balloon tip bent. Block h10: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Microscopic inspection found that the proximal tip of the guidewire was bent. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of tip bent was not confirmed. The problem found could have been interpreted by the customer as the reported event of tip bent. The "tip was found to form a curvature" was due to excess of manipulation against this unit. So, according to this evidence, it is most likely that as part of the device manipulation during preparation an excess of force was applied in order to get the device out of the package, causing the proximal section of the guidewire to get damaged. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used for columnar balloon dilation of the bile duct and during endoscopic retrograde cholangiopancreatography (ercp), endoscopic sphincterotomy (est), and endoscopic nasobiliary drainage (enbd) procedures performed on (B)(6) 2022. During device unpacking, the tip was found to form a curvature and could not be used. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device code a040609 captures the reportable event of balloon tip bent.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used for columnar balloon dilation of the bile duct and during endoscopic retrograde cholangiopancreatography (ercp), endoscopic sphincterotomy (est), and endoscopic nasobiliary drainage (enbd) procedures performed on (B)(6) 2022. During device unpacking, the tip was found to form a curvature and could not be used. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.